Event description:
The technician indicated the foot end brake will not lock when the brake is applied.

Manufacturer narrative:
The technician found the brake linkage was broken. The technician used a brake upgrade kit to repair the bed.